Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent act and up buttons response due to moisture damage keypad traces. However, unit passed operating currents, self-test, a21 error test and displacement test. No unexpected failed battery test alarm noted during testing. No unexpected numbers ramping/scrolling during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 230 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the numbers were scrolling. Button error troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported that the insulin pump had a failed battery alarm after the battery has been removed and alarmed button error after it was reinserted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.